Manufacturer narrative:
The lal was returned for evaluation; however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6) , +21.0d) was explanted due to blurry vision and visual disturbance. An intraocular lens (+22.50d) from a different manufacturer was implanted as a replacement. Approximately 1 week after intraocular lens replacement, on (B)(6) 2024, the patient continued to report blurry vision and visual disturbance; uncorrected distance visual acuity was 20/80-1. Rxsight's first awareness of this event was on 08/15/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).